Manufacturer narrative:
A ge service rep performed an on site investigation. The connector to the interconnect cable was re-seated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the 9800 system went blank and the technique went to maximum. No pt injury was reported.